Event description:
It was reported that during stent deployment, the stent jumped. The 7x39x75mm innova stent was introduced to treat an unspecified target lesion. The physician found that the stent jumped when it was deployed, 'without touching the intima by the first mm flower effect at the beginning'. The physician stated this only happens when he uses an antegrade puncture technique. The procedure was completed with this device and no patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR. The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).